Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the atrial lead into the atrial connector of the pulse generator was difficult. Post implant, high lead impedance was observed. On (B)(6) 2014 surgery was performed to check the connection and after the lead was re-inserted into the atrial connector port, normal impedance was observed. The pulse generator remained implanted.